Event description:
Event description boston scientific received information that this lead exhibited high threshold measurements. The lead was suspected by the field representative to have perforated the heart tissue. The patient suffered head and facial injuries as a result of the malfunctioning system. ,